Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received a perceval sutureless aortic heart valve implant. The manufacturer was notified that two perceval device were implanted on that day. A perceval pvs23 - sn (B)(4), and a perceval pvs21 - sn (B)(4). There was no indication of which device was explanted and which device remained implanted.

Manufacturer narrative:
The manufacturer received additional information regarding the event on (B)(4), 2018 and (B)(4), 2018. The following information has been included in an updated event description. On (B)(4) 2018 a patient received a perceval sutureless aortic heart valve implant. The manufacturer was notified that two perceval device were used on that day. A perceval pvs21 - sn (B)(4), small was selected by the staff but due to concerns with the packaging the site never used the valve and decided to use a pvs23 - sn (B)(4) medium valve instead. No device malfunctions were observed with the pvs21 valve. The patient was discharged without complications. The valve was retrieved by liva nova sales and it was determined the seal around the jar was intact and the temperature indicator was also preserved. Based on this it was determined that there was no problem with this valve. In addition it was reported the or team was unfamiliar with the multiple layers of the packaging as they are not the regular heart team performing these perceval procedures. Based on this information it is deemed there was no patient impact and no device issues. Thus no further investigations will be performed and the root cause is deemed to be no problem detected.

Event description:
On (B)(6), 2018 a patient received a perceval sutureless aortic heart valve implant. The manufacturer was notified that two perceval device were used on that day. A perceval pvs21 - sn (B)(4), small was selected by the staff but due to concerns with the packaging the site never used the valve and decided to use a pvs23 - sn (B)(4), medium valve instead. No device malfunctions were observed with the pvs21 valve. The patient was discharged without complications. The valve was retrieved by liva nova sales and it was determined the seal around the jar was intact and the temperature indicator was also preserved. Based on this it was determined that there was no problem with this valve. In addition it was reported the or team was unfamiliar with the multiple layers of the packaging as they are not the regular heart team performing these procedures.